Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak was observed after the completion of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008t machine did not alarm with a blood leak alarm. The treatment was an ultrafiltration only treatment and no dialysate was run through the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. A torn fiber was noted in the dialyzer. The biomedical technician stated that the patient completed the treatment and there was no recorded blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The biomedical technician disinfected the machine and calibrated the blood leak detector. The biomedical technician stated that the machine was operational and the conductivity and temperature is within limits and performed self-test. The biomedical technician stated the functional checks were completed but does not have specific functional check data available the dialyzer was reported to be available to be returned to the manufacturer for evaluation.